Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console did not correctly initialize. Manual control of the of the system pumps and alarm sensors continued to be available through local controls. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device was repaired and returned.